Event description:
It was initially reported by the physician that the patient showed high impedance on system diagnostics. X-rays will be taken. X-ray images were sent to manufacturer for further review. X-ray image was viewed and no device anomalies were identified which could have contributed to the reported event of high lead impedance. Due to image quality and a lack of x-ray views, the presence of a lead discontinuity at the noted area of suspicion, in neck region or proper connector pin insertion can not be ruled out as a possible causative factor. Patient was also having lack of efficacy. It is unknown if the high lead impedance event was resulting in lack of efficacy. Good faith attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
Conclusions - device failure is suspected, but did not cause or contribute to a death or serious injury.